Event description:
A customer reported that a patient's sample containing anti-jka did not react with the homozygous jka positive cells of 0.85 resolve panel a lot 8ra203. (B)(4).

Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the jka antigen. Satisfactory results were observed.